Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure which included an octaray mapping catheter. During mapping, the patient experienced pericardial effusion that required pericardiocentesis and prolonged hospitalization. Initially, it was reported that an effusion was noticed in the middle of the case. The patient had been coughing and blood pressure was low. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. The patient has improved. No ablation was performed prior to noting pericardial effusion. No transseptal puncture was performed. Since the effusion occurred in the mapping phase and no ablation occurred prior to noting the adverse event, this event was assessed as not MDR reportable against the ablation catheter, which was the only catheter reported at the time. On 16-nov-2023, additional information was received. It was reported that an octaray was used for mapping. Ablator was in the body when effusion was first noticed, and remained in the body as the physician wanted to proceed with the case until it was determined that it was indeed growing (effusion). With the additional information received, this event is now considered reportable against the octaray mapping catheter. The awareness date is 16-nov-2023.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).